Manufacturer narrative:
This report is filed on july 15, 2019.

Event description:
Per the clinic, the patient's device was damaged due to a head injury; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted september 11, 2019. - attachment: [148252 device analysis report reg.pdf].